Event description:
New information received notes that noise oversensing was recreated with patient movement, and low pacing impedance was observed. The rv lead was capped and replaced on (B)(6) 2020. No patient consequences were reported.

Manufacturer narrative:
Additional information: a4, b1, b2, h1, h6.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, pacing inhibition due to noise oversensing on the right ventricular (rv) lead was observed. The lead would be monitored. The patient was stable.